Event description:
The instruments were used during an unknown procedure. It was reported the instruments would not arm properly in test by or scrub. Another trocar was opened. There was no consequence to the pt.